Manufacturer narrative:
Patient information was not provided by the reporter. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total hip replacement arthroplasty with competitor implants on (B)(6) 2016, the distal reamer tip broke and remains in the patient's bone. The surgeon used synthes reamer to ream the femur. He introduced the reamer into the femur, without the reaming rod. When the surgeon pulled the reamer out of the femur, the distal tip of the reamer was left in the canal. The surgeon attempted to re-introduce the reamer shaft into the canal to retrieve the distal tip and was not successful. The tip of the reamer remains in the canal of the femur. There was a 20-30 minute surgical delay due to the reported event. It was reported that the procedure was successfully completed; however the patient's postoperative outcome is unknown. This report is 1 of 1 for (B)(4).